Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog #: unknown but referred to as a günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint is filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at the (B)(6) medical center." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2016-00387. New information was received identifying that the product was a cook inc. Reported under manufacturer report# 1820334-2017-01548.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.